Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, moderately calcified and mildly tortuous vessel in the left anterior descending (lad) artery. Pre-dilatation was performed with a non-compliant (nc) balloon at 12 and 14 atmospheres (atms). The 3.0x28mm xience xpedition stent delivery system (sds) was deployed at 12 atms and post dilated with a 3.0x12mm nc balloon at 18 atms per standard practice. Post deployment, a distal edge dissection was observed. A 3.0x15mm xience xpedition stent was used to treat the dissection. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.